Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample and one photo were received by the customer for quality investigation. The customer¿s report that there was blood inside drip chamber was not confirmed upon visual inspection, however, brown specs inside the drip chamber was visually confirmed during investigation. Visual inspection observed dark colored brown specks throughout the drip chamber body. No other specks or any additional issues were observed on the rest of the set components. A device history record review for model 2426-0500 lot number 20053391 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Bd tijuana manufacturing and supplier quality engineering supplier are aware of the issue due to previous similar reported issues and the contamination is a visual defect due to embedded material that occurs during the molding process. As this is a cosmetic defect that is not within the fluid path, it does not present a risk to the patient. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on previous similar observations on related components from the same supplier, the root cause was identified to be an issue directly related to the supplier molding process.

Event description:
It was reported that as lvp 20d dehp 3ss cv had foreign matter in the reservoir. The following information was provided by the initial reporter: material no: 2426-0500 ; batch no: 20053391. It was reported that blood was seen in the reservoir when priming. Per customer email, "our asc manager reported to me today that they spiked an IV tubing to prime and noticed what looks like blood in the reservoir. This did not come into contact with any patient."

Manufacturer narrative:
H.6. Investigation: one sample and one photo were received by the customer for quality investigation. The customer¿s report that there was blood inside drip chamber was not confirmed upon visual inspection, however, brown specs inside the drip chamber was visually confirmed during investigation. Visual inspection observed dark colored brown specks throughout the drip chamber body. No other specks or any additional issues were observed on the rest of the set components. A device history record review for model 2426-0500 lot number 20053391 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of blood was seen in the reservoir when priming with lot #20053391 regarding item #2426-0500. Based on previous similar observations on related components from the same supplier, the root cause was identified to be an issue directly related to the supplier molding process. The contamination is a visual defect due to embedded material that occurs during the molding process.

Event description:
It was reported that as lvp 20d dehp 3ss cv had foreign matter in the reservoir. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053391. It was reported that blood was seen in the reservoir when priming. Per customer email: our asc manager reported to me today that they spiked an IV tubing to prime and noticed what looks like blood in the reservoir. This did not come into contact with any patient.